Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter¿s complete mailing address was not provided. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power, device ran in a locked position, had unintended activation/motion and failed pre-test for safety and rotational speed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device had low power. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was used to complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.